Manufacturer narrative:
Extensive instrument troubleshooting was performed on c802554 which involved multiple part replacements and the performance of precision and carryover studies. After comprehensive troubleshooting of the analyzer, no additional discrepant magnesium results were generated. The definite cause of the discrepant magnesium results was not able to be identified. Review of quality metrics did not identify any adverse or non-statistical instrument trends in conjunction with discrepant magnesium results. The architect system operations manual provides adequate information on requirement, specimen collection, and limitations of results interpretation. Based upon the available information, no product deficiency or malfunction was found.

Event description:
The customer stated that discrepant architect magnesium results of 0.9 and 2.1 mg/dl were generated for the same patient sample (ID (B)(6)) on (B)(6) 2013. An abbott field service representative has been attending the customer site to troubleshoot the issue. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).